Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s fill and drain information provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) of over 200%. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted.